Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event. The patient was treated with unspecified medication for the event. It was reported that the patient passed away while in the intensive care unit. The cause of death was reported as due to peritonitis. It was not reported if an autopsy was performed. It was not reported if pd therapy was ongoing prior to death or at the time of death. No additional information is available as the reporter declined to provide further follow up.